Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.